Event description:
A medtronic representative reported that, while in a spine procedure using fluoronav, the navigation system became unresponsive. When at the acquire empty screen in the synergy 2.0 software, they realized the 12" c-arm tracker was not in the instrument list. The site attempted to add the c-arm tracker to the instrument list and the system became unresponsive in the admin screen when they selected the tracker. Troubleshooting resolved issues with the navigation system, however, after loading the patient exam onto the system and creating registration points, the site realized they did not have the spine frame in the set. After spending two hours on the phone as they searched for the spine frame, the surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not-reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2013. Software investigation completed. Findings were that troubleshooting resolved issues with system, but site aborted navigation due to physical loss of the spine frame. This asset has been replaced by a new stealthstation s7 system. No further issues reported. This issue was documented in a medtronic software anomaly tracking database.